Event description:
It was reported that during an open abdominal hysterectomy procedure, the device was stuck when the I-blade advanced and the jaws would not open again. The procedure was prolonged five minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.